Event description:
End-user reports that about 2 weeks ago, she began to notice several fluid-filled, clear, and pink blisters and red blood around the stoma. She describes them as being approx 8mm in size. Many have broken and dried leaving brown looking spots. She describes the wafer as washing out underneath and stool would lay on her skin until she could get help to change it. She has since stopped using paste, because she felt a burning sensation during use. The stoma is retracted. She was cutting the opening larger than the stoma because it did not adhere well to the damaged skin. She is using no other products on her skin now.

Manufacturer narrative:
Based on the info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc stomahesive (sh) wafer and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. According to the reporter, she was seen by the surgeon who prescribed gentamycin cream and has also tried using over the counter hydrocortisone ointment. The end user was provided instructions on how to keep the stool off of the skin. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available a f/u report will be submitted. (B)(4).